Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal vancomycin and ceftazidime (dose, frequency, duration not provided) until the patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The patient continued to undergo ccpd while hospitalized and was discharged home on (B)(6) 2023. The pdrn attributed causality to an unspecified touch contamination event, involving poor hand hygiene. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Following discharge, the patient resumed utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. Causality was attributed to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal vancomycin and ceftazidime (dose, frequency, duration not provided) until the patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The patient continued to undergo ccpd while hospitalized and was discharged home on (B)(6) 2023. The pdrn attributed causality to an unspecified touch contamination event, involving poor hand hygiene. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Following discharge, the patient resumed utilizing the same liberty select cycler without reported issue.